Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why the plastic distal end cover fell off could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; there was leaking at the bending cover. The additional evaluation findings were as follows: the switch box had discoloration, the switches had discoloration and the light guide tube was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoescope was leaking. The issue was found during reprocessing. The intended diagnostic bronchoscopy procedure was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.